Event description:
The nurse noted that the patient's IV site was edematous and painful. When the dressing was removed the catheter was noted to be bent and infiltrate was "going against the flow". As soon as the catheter was removed the edema resolved. The reporter notes that she has seen this same problem a number of times.